Event description:
This is a case report received through the (B)(4) through baxter's after hours call service. It was reported that the homechoice machine sounded a 2240 alarm (air in set) during initial drain. The patient was connected to the device at the time of the alarm and didn't disconnect at any time prior to the alarm. All bags were properly spiked and connected. No patient extension lines were used. There were no open clamps on any unused supply lines. Nothing unusual was noted about the supplies. The patient stated that they will start with new supplies in the morning and call the renal nurse in the morning. No clinical consequences for the patient have been reported.

Manufacturer narrative:
(B)(4). A batch review was performed for potentially associated lot, (h10d08086) with no issues noted during the manufacturing process. Baxter has received similar reports. The root cause investigation is in progress.

Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested.

Event description:
Baxter contacted the home patient (hp)'s caregiver (cg) on (B)(6) 2010 obtain additional information. The caregiver stated that the patient was in the hospital about 7 days with diarrhea and an infection. On (B)(6) 2010 baxter spoke with the nurse. The nurse stated that the patient did have peritonitis and was hospitalized from (B)(6) 2010 through (B)(6) 2010. An effluent culture was performed on (B)(6) 2010 and yielded gram positive, (B)(6). The patient was treated with vancomycin and his condition is ongoing and improved. Peritoneal dialysis has continued as prescribed. There are no allegations against any of baxter's products or solutions in the case of peritonitis. The nurse stated the cause of the peritonitis was the patient's flare up of diverticulitis.